Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. A same-size mynx device was used as a replacement, and the procedure was completed successfully. There was no reported patient injury. The balloon lost pressure at the first stop during inflation. The procedure was an interventional procedure performed using an antegrade approach. The deployer had completed step 2 mynx training. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. The mynx vascular closure device (vcd) was prepared according to the instructions for use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device will be returned for evaluation.